Event description:
It was reported that a plum 360¿ infuser stopped on its own during the delivery of an unknown medication during an in vitro fertilization procedure. This has been reported to the FDA with medsun mandatory medwatch report (uf/importer report# (B)(4). There was no patient harm reported. No additional information is available at this time.

Manufacturer narrative:
The device was received. The investigation is pending. Additional information: FDA with - uf/importer report # (B)(4). Initial reporter phone - (B)(6).

Manufacturer narrative:
Investigational tests: self-test and visual inspection. Self-test passed. A visual inspection was performed and found the front case & rear case cracked. The customer's complaint was not confirmed. Probable cause was not found, no issues. Physical abuse on the front and rear case.

Manufacturer narrative:
Investigation update: engineering analysis: engineering evaluates the pump infused correctly (with design tolerances) up until the door was opened during delivery @ 04:12. The door remained open and apparently unobserved by the clinician for almost 20 min. The initial infusions were programmed in the ¿ER¿ critical care anesthesiology (cca) and only at the end was the pump programmed to the critical care cca (which was the cca reported by the customer). It is not known if this represented an initial programming error or if the patient was actually moved between ccas at about 04:33. Once the door open alarm was cleared at 04:32, the infusion could not be restarted over multiple attempts and the pump was powered off manually, removed from service and returned to ICU medical for evaluation. Engineering conclusion: the customer stated complaint that the pump stopped on its own could not be confirmed.